Event description:
Device returned for service due to back light out. However, upon receipt the volumetric readings obtained during initial evaluation were below specifications of 4.75 ml minimum, at 4.71, 4.71, 4.74 and 4.72.

Manufacturer narrative:
Device evaluation results will be provided when evaluation is completed.